Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while pushing an IV medication, the blue piston on the maxplus remained depressed at an angle, causing blood to back flow into the extension set and medication to leak from the luer of the distal connector. There was no report of patient harm.